Event description:
She was full of scar tissue [scar] ; she can't move/completely disabled/cannot walk/bedridden/unable to work [mobility decreased] ; bleeding [bleeding] ; infection [infection] ([fever]); can't stand up [difficulty in standing] ; problem on the CT scan [CT scan abnormal] ; erosion of abdominal pelvic, bowel bladder and vaginal wall [mucosal erosion] ; erosions with her abdominal wall [abdominal wall anomaly] ; erosions with vaginal,pelvic wall [vaginal erosion] ; lost her ovaries [oophorectomy] ; hysterectomy/she has had surgery every single year [hysterectomy] ; pain [pain] ; turned all my insides to glue. My bowels are stuck underneath my rib cage and are all beaded up in little balls [gastrointestinal disorder] ; seprafilm slurry [off label use] ; case narrative: the case is cross referenced to case (B)(4) (duplicate). Initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from a consumer. Country: united states this case involves a (B)(6) female patient who received the carboxymethyl cellulose, sodium hyaluronate (seprafilm) slurry (off label use) for pelvic exploration on an unknown date in 2010 and later had hysterectomy, was full of scar tissue, erosions of abdominal, vaginal wall, lost her ovaries, she can't move and stand up/completely disabled/cannot walk to bathroom, bleeding, infection, fever, pain, turned all my insides to glue, my bowels are stuck underneath my rib cage and are all beaded up in little balls, erosion of abdominal pelvic, bowel, bladder and CT scan was abnormal. The patient past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2010, patient received seprafilm slurry application (off label use). It was reported that on an unknown date, the patient had undergone hysterectomy in her (B)(6) and was right back in the hospital with erosions of abdominal, vaginal wall, pelvic wall and bladder and she also reported that she lost her ovaries. On unknown date, patient stated that she has had surgeries yearly since then, the last one being (B)(6) 2016. She described herself as "completely disabled". She had been bedridden for 18 months. Her original surgery was exploratory surgery for pelvic pain. At that surgery a cyst was found on her ovary. She had a hysterectomy but her ovary with the cyst was not removed. She says the documentation also indicated that she had her gall bladder removed at that surgery. Two days after another surgery in 2011, she was readmitted because she had a high fever, was bleeding, and a CT found infection. She also stated that "turned all my insides to glue, my bowels are stuck underneath my rib cage and are all beaded up in little balls". She also had erosion of abdominal, pelvic, bowel, bladder. She was disabled and cannot walk. She had to urinate in a cup because she could not walk to the bathroom. Patient reported that after slurry was used she was full of scar tissue. It was also reported that she can't move and stand up and was disabled. Patient's CT scan was abnormal and was admitted to the hospital for 2 days. As of (B)(6) 2018, it was reported that patient's life was destroyed and disabled. It was not reported if the patient received a corrective treatment. Outcome: unknown for all events seriousness criteria: hospitalization for erosion of abdominal wall, bleeding, infection, fever, vaginal wall, pelvic wall and bladder, lost her ovaries and CT scan was abnormal; disability for can't move and can't stand up, medically significant for she was full of scar tissue product technical complaint (ptc) was initiated with global ptc number (B)(4) on 27-jun-2018 for product. Batch number; unknown the reporter stated that the device complaint resulted in adverse event/handling error. Device not returned. Final investigation complete date: 10-aug-2018 no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates adhesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier can be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that would slowly resorbed within one week. Components are excreted in less than 28 days. The safety and efficacy of using seprafilm in a manner other than what is described in the seprafilm package insert, including formulations into a liquid or slurry, have not been established and are not approved by the food and drug administration (FDA). As a general policy, all sanofi genzyme personnel are required to train on the sanofi us compliance policy on promotion and dissemination of promotional material which contains strict guidance on promoting products consistent with the current labeling and not promoting any off-label use of genzyme or sanofi products. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. As a lot history review/investigation was unable to be completed and no trending signal has been identified at this time, no CAPA was considered necessary however; sanofi-genzyme would continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. If a lot number for this event is reported at a later date, this product event would be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. Follow up was received on 01-jul-2018 from patient via social media. Information regarding patient's life condition was added. Text was amended accordingly. Additional information received on 05-jul-2018 from patient. Event of bleeding, fever, infection, turned all my insides to glue, my bowels are stuck underneath my rib cage and are all beaded up in little balls and erosion of abdominal pelvic, bowel bladder and vaginal wall added with details. Indication added. Verbatim updated for she can't move to can't move and stand up/completely disabled/cannot walk to bathroom clinical course updated. Text amended accordingly. Additional information was received on 10-aug-2018. Global ptc number and ptc results added. Text was amended accordingly.